Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during the first three minutes of an unspecified surgical procedure, it was observed the cutter device was broken while in use with a bearing sleeve device. According to the report, all the broken pieces of the device were removed. The reporter did not specify where the pieces were removed from. However, it was stated that the event was not relevant to the health of the patient. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.